Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It is reported that during the use of a protege everflex for treatment of a lesion in the mid right popliteal artery, the stent fractured in the patient. Device was prepped as per IFU without issue. The procedure was completed by ballooning and stenting to bridge the fracture. No further information available.